Manufacturer narrative:
The uropass® ureteral access sheath has been returned to the service center for evaluation. Upon completion of the investigation a supplemental report will be submitted.

Event description:
The service center received a report of a uropass® ureteral access sheath used in a therapeutic ureteroscopy which the tip broke off and shattered in the patient, causing ureteral damage. It is unknown if the device was inspected prior to the procedure. The physician retrieved the broken fragments with a basket and continued the intended procedure with this second device when the tip shattered. It was reported there was ureteral damage but there was no perforation. The patient was under general anesthesia and it was reported anesthesia was prolonged an additional forty- one minutes due to the reported incident. The procedure was completed by placing a ureteral stent. The patient was discharged to home with the ureteral stent and a prescription medication, bactrim 160 mg, one tablet q.d. This is report 2 of 2.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the OEM investigation. The OEM performed a device history record review for the product involved with no abnormalities noted. Based on previous investigations for similar reported complaints, the OEM attributes the root cause to environmental related exposure of the device which resulted in degradation and embrittlement of the dilator polymer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and provide additional information related to the model and lot number of the returned device. The suspect device was returned to olympus. It was determined that the returned device was not the model number initially reported to olympus. The lot number is uknown. Upon inspection of the device as received, it was observed that the distal half of the inner catheter was covered in blood. There was also some minor blood covering the proximal end of the inner catheter. It was confirmed that the distal tip of the catheter was broken and returned in a sealed tyvek pouch. No further evaluation was performed. A definitive root cause was not identified.